Manufacturer narrative:
Additional narrative: customer reported that their monitor's screen lost power. The screen was intermittently going blank and staying on, then finally stayed powered down. Service requested: troubleshooting. Service performed: troubleshooting. The monitor tech noticed that the plug was only half plugged into the power supply and once they plugged the unit all the way in, the screen came back up and stayed up. Investigation results: the root cause of the issue was identified to user error as their device was not properly plugged into the power supply. Reseating the loose component/incorrectly plugged in component resolved the issue. The service record shows that this device has not had any further reported issues or servicing since this reported incident. There is no indication of design deficiency based on provided information. This complaint record can be qa closed as the root cause of the issue was identified and investigational information within the record documents that the issue was caused by the device being incorrectly/incompletely plugged into the power supply. Investigational information within the record documents that the issue was caused by the device being incorrectly/incompletely plugged into the power supply and the issue was resolved through plugging the device properly into its power supply.

Event description:
The nurse reported that the central nurse's station (cns) application spontaneously shut down. No consequence or impact to the patient.

Manufacturer narrative:
It was reported that the cns powered off during use. No consequence or impact to the patient was reported. During troubleshooting, it was determined that the power cord was only half plugged into the power supply. Once the customer plugged the power cord all the way in, the screen came back up and stayed up.

Event description:
The nurse reported that the central nurse's station (cns) application spontaneously shut down. No consequence or impact to the patient.